Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Associated medwatch report number: mw5132648 - mw5135316 - mw5135531 - mw5136192. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a percutaneous pinning of an acetabulum, the tip of a 2.4mm guide wire broke off and was retained in the patient. Also, a 7.3mm cannulated screw missed the vertebral body and, in turn, was difficult to remove, but was successfully removed with screw removal set. It is unknown how the procedure was completed and how long it was delayed as consequence of this incident. The patient status was unstable.